Event description:
Piece of wire twister "metallic insert" on device broke off from instrument. Noticed on x-ray in recovery postop. # on instrument 391.80. As of 6/19/97 - no complications. Plan to extract fragment.